Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. During the fill tubing action, the insulin pump spattered insulin and the numbers did not appear on the screen. Customer's blood glucose level was 196 mg/dl. The customer was asked to stop using the insulin pump. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc.